Manufacturer narrative:
Device expiration date was 07-31-2015 and event date was (B)(6) 2015. Complaint and lot history reviewed.

Event description:
Customer stated that the scrub nurse found foreign matter on the device prior to use. There were no adverse consequences for the patient.